Manufacturer narrative:
Customer returned pump for an alleged exposure to moisture, and ems dispatched/was hospitalized for low bgs found on (B)(6) 2023. The pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to critical pump error (open book image) alarm. Unable to download pump traces and history file using thump due to critical pump error (open book image) alarm. Unable to upload pump to carelink due to critical pump error (open book image) alarm. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original pcba 2 re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued to download pump traces and history file using thump. Successfully downloaded history files and traces using thump. In further full review of the pump history/traces on the event date of 30-aug-2023, there is no unexpected alarms/suspends and no bolus recorded. Please see below for pump errors/alarms noted 1 week prior to the event date 30-aug-2023 in the formatted history file.  Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2023 15:17:50.000. Unable to test for pump error 61 (stuck key alarm) due to critical pump error (open book image) alarm. Pump error 61 (stuck key alarm) was unknown. Critical pump error (open book image) alarm was generated due to main external sram test failure (code 0x0000004a) and main address bus test failure (code 0x00000048) in the bootloader according in the error log file, suspected on hw. Unable to download pump traces and history file using thump were confirmed due to corrosion on the pcba 1. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to verify customer alleged for low bgs. Unable to perform the required testing and upload pump to carelink due to critical pump error (open book image) alarm. Unable download pump traces and history file using thump due to corrosion on the pcba 1. A test pcba 1 was used, powered the pump on using the aa 1.5v battery and continued to download pump traces and history file using thump. Critical pump error (open book image) alarm was confirmed due to corrosion on the pcba 1/pcba 2. During visual inspection, corrosion was also found on the force sensor. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia. Troubleshooting was performed and found that the customer has treated the low blood glucose event with hospitalization and emergency medical service. The customer reported insulin pump was exposed to moisture. It was found that the customer was using the pump within 48 hours of the reported event and the auto-mode feature was not active. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.